Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with fortum once a day intraperitoneally (dose and duration not reported) and cefazolin once a day intraperitoneally (dose and duration not reported) for the event. At the time of this report, the patient had not yet recovered from the peritonitis and antibiotic treatment was ongoing. Extraneal and physioneal therapies were ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).